Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17mar2020.

Event description:
The customer reported at the time of installation the o2 (oxygen) manifold was leaking. The customer confirmed the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer was issued a credit for the faulty o2 manifold.

Manufacturer narrative:
G4: 22jun2020. B4: 26jun2020. O2 (oxygen) transport manifold assembly was returned for analysis. There were no signs of damage or contamination found with this returned o2 transport manifold assembly. An investigation was performed and this complaint was not duplicated. Once sufficient pressure was applied to the system both valves closed and remained closed without leaks. There were no leaks detected at the o2 hose. This o2 transport manifold was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.